Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, brown foreign matter can be observed on the packaging of the product. No other defects or issues observed. Physical sample is required to further analyze and identify the foreign matter and evaluate the packaging seal incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information received. At the time of use, the poor condition (dirty packaging) is observed, and a change is requested. Customer provided to us the information below. In the image where you can see the open packaging. Was the packaging seal compromised in any way? Was there any impact on the patient? The seal is compromised, since due to manipulation it presents an opening. There was no impact for the referred patient because the nursing staff detected the impurity inside the packaging, removed it from the service and made the respective notification. Is there foreign matter in the product or just in the packaging? It can only be seen in the packaging, since it has not been handled further nor has it been opened.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in package seal integrity was poor/questionable. The following information was provided by the initial reporter, translated from spanish to english: "at the time of use, the poor condition (dirty packaging) is observed, and a change is requested." One picture supplied by customer indicated package was open at seal.